Manufacturer narrative:
Ocd performed retained testing and a batch record review. Satisfactory results were observed. (B)(4).

Event description:
Customer reported that a patient sample with known anti-d, -c did not react with cell 5 (d-c+). Initial antibody screen was positive. Anti-c was identified using a competitor panel. Qc data was acceptable. Patient has a prior history of transfusion; exact number of units is unknown. No adverse events reported as a result of this incident.